Event description:
The following information was provided: pt.'s fiancé reported via phone, my fiancé had a knee replacement done and it had stryker components in the knee itself. Since then the knee has been removed it's been deemed as defective through FDA there's recalls on it. We need to know who to speak to about getting a recall paper on this. Pt stated they lost their right leg. The whole leg was imputed. Pt. Requested a recall inquiry.